Event description:
Patient called lfs in 06/2003 alleging experiencing test strip port issues on meter. The patient felt hypoglycemic at the time of trying to test on the meter. Patient went to the hospital because patient was unable to test and was given an IV (medication unknown) and hospitalized for 3 days due to the diabetes condition. The issue with the meter was not resolved. No further information was reported. This case is being reported as a malfunction because the patient had symptoms while using the meter, therefore, the meter did not cause or contribute to the injury.